Event description:
The customer reported the ventilator alarmed with a higher blower temperature occurrence. The customer reported the device was in use on patient but there was no patient harm.

Manufacturer narrative:
(B)(4). Patient information was requested and the customer refused, reporting the information is confidential.